Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2016-01747. 1. Section d. Box 4. Lot number. This report is associated with MFR report number: 1. 3005168196-2016-01748 h3 other text : placeholder.

Manufacturer narrative:
Results: the first penumbra system 3max reperfusion catheter (3max) evaluated was ovalized approximately 7.5 cm from the distal tip. Conclusions: penumbra¿s evaluation of the returned devices revealed that both 3max distal shafts were ovalized. However, based on the investigation by the distributor, both 3max devices had no damage when evaluated at the distributor's facility, and the same type of non-penumbra micro guidewire mentioned in the complaint was advanced through both catheters without an issue. The non-penumbra micro guidewire mentioned in the complaint was not returned to penumbra for evaluation. Due to the returned condition of the 3max devices, the root cause of this complaint could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01748.

Event description:
The patient was initially undergoing a coil embolization procedure to treat a cerebral aneurysm. However, during the procedure, the patient suddenly had an acute-stage ischemic cerebral infarction. Therefore, the physician decided to perform a percutaneous thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). While attempting to advance the 3max coaxially with another manufacturer's micro-guidewire, the physician encountered resistance and was unable to advance the micro-guidewire through the 3max even though the physician was carefully handling the devices. Therefore, the 3max was removed and a new 3max was opened. While attempting to advance the same micro-guidewire through the new 3max, the physician encountered resistance and was unable to advance the micro-guidewire through the 3max. As time had passed, the physician noticed that the thrombus had resolved on its own. Therefore, the 3max was removed and the procedure ended at this point. No additional coil embolization was performed. It should be noted that it is unknown if any penumbra devices were used for the coil embolization procedure. Additionally, the cause of the acute-stage ischemic cerebral infarction is unknown. There was no report of an adverse effect related to the penumbra devices.